Event description:
Nurse reported that they frequently experience delays in their intermittent infusions in the oncology/hematology outpatient clinic. When the pump beeps for the intended volume (vtbi is zero) there is frequently medication left in the bag and the nurse has to go back and add more volume to the vtbi. The patients end up having to stay longer than intended. No patient harm. These are all primary infusions, mostly with 500 ml bags. The pharmacy writes the overfill volume on the bag label so that is added to the vtbi. They have had the pumps about a year now. There was no report of patient harm and no medical intervention was required. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). The customer's report of delays in their intermittent infusions could not be confirmed. Customer states product will not be returned because no systems were sequestered. The root cause was not identified.